Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds with intermittent loss of capture resulting in the patient experiencing dizziness. The outputs on the lead were increased and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.